Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 430mg/dl. Troubleshooting found that the pump screen is cracked and the o rings for the reservoir fell off. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, broken reservoir tube lip, missing the black o ring seal from inside reservoir tube and cracked battery tube threads.